Manufacturer narrative:
The field service engineer (fse) was at the customer site to inspect the instrument. The fse found an air leak in the white blood cell (wbc) dispenser and the red blood cell (rbc) dispenser worn. Patient information for this event was not available. Printouts of the event were requested, but not provided. Bec internal identifier (B)(4).

Event description:
The customer reported that patient samples recovered erratic results for all parameters on their lh500 hematology instrument. The erroneous results were not reported outside the laboratory. There was no report of death, injury, or change to patient treatment as a result of this event.